Event description:
The patient reported that the keypad buttons were intermittently unresponsive for the past two to three months. The patient also stated that the keypad buttons required multiple button presses before eliciting a response. The patient also indicated that the keypad buttons had normal spring back, did not stick and that the keypad was intact. The patient also reported that the pump was not exposed to moisture and that she wears the pump under garment and does not clean the pump.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the down arrow keypad button is intermittently responsive. There was evidence of contamination found under the up arrow and down arrow key contacts. Unrelated to the complaint, evaluation revealed a cracked display lens, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusion can be made at this time.